Event description:
It was reported this peripherally inserted central catheter (PICC) was successfully placed for antibiotic administration. Approximately two weeks post placement it was noted during infusion, the catheter was leaking at the hub. On removal from the pt, it was noted the distal portion of the catheter had detached and remained in the pt. A snare was used successfully to remove the detached catheter segment. Another PICC was not placed as treatment was completed with this unit. The pt's condition is good. This device is currently being evaluated by this MFR. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. As alot number was not provided a device history search could not be performed. Since no difficulty was encountered accessing this device prior to this incident, co believes initial placement, user technique during access and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Co's directions for use outline appropriate placement, access and maintenance procedures.